Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of allergy to metals ("allergic to nickel") and irritable bowel syndrome ("irritable colon") in an adult female patient who had essure inserted for contraception. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and irritable bowel syndrome (seriousness criterion medically significant). The patient was treated with surgery (operated to remove the fallopian tubes). Essure was removed. At the time of the report, the allergy to metals and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals and irritable bowel syndrome to be related to essure. The reporter commented: this case was found in the radio program "affected by the contraceptive method essure" - program "julia en la onda (onda cero)". The interview was performed a week before report date. It was reported that the essure caused irritable colon, is allergic to nickel, the consumer stated that she was operated at (B)(6) to remove the fallopian tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt: allergy to metals: the analysis revealed 362 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.